Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contributed to the reported event. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address pain and a clunking noise.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain and a clunking noise.update (B)(4) 2011 - litigation papers received. There is no new additional information that would affect the investigation.update (B)(4) 2012 - plaintiffs preliminary disclosure form was received, which identified date of implant and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
(B)(4).depuy still considers this investigation closed.

Manufacturer narrative:
Additional litigation papers allege patient had permanent and painful injuries and wrongful death. Although wrongful death is claimed in the litigation, no information regarding the death was provided. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.